Event description:
It was reported that the surgeon was inserting a competitor's lens using a foam tip plunger, and the plunger overrode the lens and tore the haptic. The lens was removed without enlarging the incision and another same type lens was inserted. No pt injury.

Manufacturer narrative:
Eval. Results: (other)- an injector lot number search was performed for similar complaints within the lot and six similar complaints were found. A cartridge lot number search was performed for similar complaints within the search and three similar complaints were found.